Manufacturer narrative:
Device evaluation: the pump has been returned to animas and evaluated on 08/09/2017 with the following findings: the basal history on (B)(6) 2017 appears to be inaccurate due to a 0.00 u/hr basal rate from (B)(6) 2017 at 16:23 to (B)(6) 2017 at 05:23. The pump was exercised for 24 hours with no issues observed. The pump passed a delivery accuracy test and was found to be delivering within range.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on (B)(6) 2017, the patient experienced a blood glucose of 737 mg/dl with large ketones, strong, fruit breath odor, rapid, deep breathing, abdominal pain, extreme drowsiness, blurred vision, polydipsia, polyuria, nausea, symptoms of dehydration, shortness of breath, chest pain, vomiting, difficulty waking up and confusion associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and was hospitalized and treated with insulin via injection and IV fluids. During troubleshooting with customer technical support, it was reported that the basal history did not match the active basal program. This complaint is being reported because the patient allegedly experienced a serious bg excursion while on the insulin pump.